Event description:
The following has been reported: the device was sent in with the error error 22. The device was opened, but unfortunately no error could be detected. However, this error is present several times in the error memory. Error 22 is described by the technical manual as an anti free-flow clamp presence opto switch issue. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.